Event description:
After review of medical records for the MDR reportability, patient was revised to address aseptic loosening of femoral stem with subsidence. Revision notes reported of visible motion in the anterior posterior plane around the calcar of the neck and mainly just fibrous tissue and the stem backed out quite easily. Clinic visits reported of pain, and determined that the prosthesis did not fully adgere to the bone. MRI imaging reported of loosening of left total hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the stem at the bone to implant interface. The head was also exchanged. Doi: (B)(6) 2016; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Updated device code.

Event description:
Revised for stem loosening and subsidence.

Manufacturer narrative:
Product complaint(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.